Event description:
It was reported that during the laparoscopic assisted digital gastrectomy, the staples malformed at the 3rd firing (open shape). Another device was used to complete the case, including add'l sutures. There were no adverse consequences to the pt.